Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead dislodged one day post implant. An attempt was made to reposition the lead several times but the lead would not stay in place. It was noted the screw would not fully extend after being removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.